Event description:
Reporter indicated that vns patient underwent lead replacement surgery due to a broken lead. It was reported that the patient did not experience any adverse events after stimulation was initiated but that patient was later wrestling and may have damamged the lead. The patient did not experience any adverse events after the wrestling incident. A few weeks after the wrestling incident the patient fell on some rocks while fishing and subsequently experienced a burning sensation in the throat while stimulation was present. It was reported that the patient experienced shortness of breath and a choking sensation when the device stopped stimulating. X-rays reviewed by treating neurologist did not reveal any discontinuities in the vns therapy system although it had been previously reported that x-rays revealed a lead break. The patient was implanted with a larger electrode lead as the implanting surgeon felt that the smaller electrode lead might be constricting the nerve causing the patient's pain with stimulation. The patient is reportedly doing well with no adverse events following lead replacement surgery.